Event description:
3m type 5 steam chemical integrator ref#(B)(4). Lot# lj092023 - two integrators in container, one passed and one had no color change at all but appeared to have ruptured black stain on outside of integrator.